Manufacturer narrative:
Batch record review for the reported lot did not show any deviations or provide reason for patient's experience. Retain evaluation results for the reported lot are within chemical specification and show the solution released from the manufacturing site to be sterile. An opened complaint unit received from patient was tested and found to be within chemical specification (for any possible testing), however, it was no longer sterile. The evaluation results indicate that the solution was compromised through user error.

Event description:
A female patient reported experiencing conjunctivitis and an allergic reaction following use of complete moistureplus multi-purpose solution. The patient's optometrist provided a copy of the patient's medical record which confirms a feb 2006 diagnosis of bacterial conjunctivitis treated with a vigamox antibiotic eye drops. The medical record indicates that the patient was to use clear care to clean her contact lenses. In april 2006, the patient was diagnosed with allergic conjunctivitis and treated with privar/elestat antihistamine. The medical record indicates that the patient was to discontinue renu. There is no mention of complete moistureplus in the medical record. Status of patient recovery is unknown. No further information received from the patient's optometrist despite 3 follow-up attempts.